Manufacturer narrative:
(B)(4). Investigation results: a fully constrained wallflex biliary rx stent and delivery system was received for analysis. Visual examination of the returned device found the proximal end of the guidewire access sleeve was detached from the outer sheath and the inner catheter was severely kinked. The stent was not deployed. This damage confirms the complaint as reported. The stent was able to be deployed manually without resistance. No other issues were identified during the product analysis. The noted damage is consistent with the application of excessive force to the delivery system. As a result of the break in the delivery system, the physician was unable to retract the exterior tube to allow stent deployment. The investigation concluded that the observed failures are likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) revealed no non-conforming events or deviations. A search of the complaint database confirmed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx uncovered stent was to be used to treat a malignant stricture in the proximal common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2017. Reportedly, the patient's anatomy was not tortuous and was not dilated prior to stent placement. According to the complainant, during the procedure, the stent failed to deploy. The procedure was completed with another wallflex biliary rx stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the proximal end of the guidewire access sleeve was detached from the outer sheath.